Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of central regurgitation was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from edwards lifesciences implant patient registry (ipr). Sections b4, d4, g3, g6, h2 and h4 have been updated. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 valve in the native aortic position sometime in year 2020. Approximately 5 years and 9 months post tavr at routine follow-up, an echocardiography, performed for preoperative evaluation of benign prostatic hyperplasia, revealed severe central, aortic regurgitation (ar). Although the patient had no symptoms or signs of heart failure, a valve-in-valve procedure was completed due to the severe ar. According to the reporting physician, tomography nor echocardiography showed any leaflet damages, and the cause of the ar could not be identified.

Manufacturer narrative:
The investigation is ongoing.